Manufacturer narrative:
Root cause failure analysis on the returned cpu board shows that the cpu pcba and power management (pm) pcba was tested and no failures were identified.

Manufacturer narrative:
The field service engineer (fse) replaced the cpu board and power management board as a precautionary measure.

Event description:
The field service engineer (fse) reported that during service of this unit found 35 v supply failed in the diagnostic log. The field service engineer (fse) reported there was no patient involvement.